Event description:
On (B)(6) 2021, this female peritoneal dialysis (pd) patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) contacted fresenius technical support due to drain complications. During the call, the patient reported they were seen at the outpatient dialysis clinic for cloudy peritoneal effluent fluid and was given 2000 ml of intraperitoneal medicated solution. During follow-up, the patient reported they presented to the outpatient dialysis clinic on (B)(6) 2021 with cloudy peritoneal effluent fluid. The peritoneal dialysis registered nurse (pdrn) reportedly drew a peritoneal effluent fluid culture and cell count, and the patient was diagnosed with peritonitis. The patient stated the pdrn administered intraperitoneal (ip) antibiotics (drug, dose, frequency, duration not provided) at the clinic, and continues to do so every few days. The patient stated no causality was determined, and they continue to utilize the same liberty select cycler ¿without a problem.¿ subsequent attempts to obtain additional information from the pdrn (e.g., patient demographics, treatment course, causality, organism) have thus far proven unsuccessful.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, liberty cycler set, and the serious adverse event of peritonitis (characterized by cloudy peritoneal effluent fluid), which required antibiotic therapy. The etiology of the patient¿s peritonitis is unknown; therefore, causality cannot be established. Limited information obtained during follow-up precluded a more comprehensive investigation. However, when the event was reported, there was no mention/indication a fresenius device(s) and/or product(s) was involved. It is well established those individuals¿ undergoing peritoneal dialysis (pd) for renal replacement therapy (rrt) are at high risk for infections of the peritoneum. Based on the limited information available, there is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the serious adverse event(s). Furthermore, the patient continues to utilize the same liberty select cycler at home without reported issue.

Event description:
On (B)(6) 2021, this female peritoneal dialysis (pd) patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) contacted fresenius technical support due to drain complications. During the call, the patient reported they were seen at the outpatient dialysis clinic for cloudy peritoneal effluent fluid and was given 2000 ml of intraperitoneal medicated solution. During follow-up, the patient reported they presented to the outpatient dialysis clinic on (B)(6) 2021 with cloudy peritoneal effluent fluid. The peritoneal dialysis registered nurse (pdrn) reportedly drew a peritoneal effluent fluid culture and cell count, and the patient was diagnosed with peritonitis. The patient stated the pdrn administered intraperitoneal (ip) antibiotics (drug, dose, frequency, duration not provided) at the clinic, and continues to do so every few days. The patient stated no causality was determined, and they continue to utilize the same liberty select cycler ¿without a problem.¿ subsequent attempts to obtain additional information from the pdrn (e.g., patient demographics, treatment course, causality, organism) have thus far proven unsuccessful.